Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk liner, lot: unk; part: unk, unk modular head, lot: unk; part: unk, unk cup, lot: unk; part: unk, unk stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-04109; head: 0001825034-2019-04108; cup: 0001825034-2019-04107; stem: 0001825034-2019-04106.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient experienced increased pain and difficulty ambulating, receiving steroid injections for trochanteric bursitis, which the surgeon attributed to her chronic back pain and sciatica complications. The patient was revised, nine years after the initial surgery, due to severe pain, difficulty ambulating, and pseudotumor diagnosed on MRI. During the revision, it was noted that the greater trochanter was completely void of abductor attachments and severe tissue damage due to implant wear and debris. The head and liner were exchanged without complication. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting pain, pseudotumor swelling and replacement of the liner and head due to wear. Patient using a cane to walk and having limited rom. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.